Event description:
According to the reporter, in a laparoscopic thoracoscopic pulmonary cyst resection, during the partial resection of the pulmonary p arenchyma, resistance limit occurred. The device did not fire. The surgeon was able to press the green button but was unable to fire.  All the parts were replaced with new products. After that, the device could be used without any problems. There was no patient injury. Afterwards, the sales representative tested the defective powered devices with uncleaned reloads used for hands-on on a sponge. The same issue occurred when the thickness exceeded a certain level. The device also stopped firing midway.

Manufacturer narrative:
Additional information: d4, (model #, catalog #, UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic thoracoscopic pulmonary cyst resection, during the partial resection of the pulmonary p arenchyma, resistance limit occurred. The device did not fire. The surgeon was able to press the green button but was unable to fire. All the parts were replaced with new products. After that, the device could be used without any problems. There was no patient injury. Afterwards, the sales representative tested the defective powered devices and reload on a sponge; the same issue occurred when the thickness exceeded a certain level. The device also stopped firing midway. Another reload was tested and had the same issue.

Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu, (lot #unknown) sigphandle, sig power sigphandle handle, (sn: (B)(6)) sigadaptstnd, sig power sigadaptstnd linear adapter, (sn: (B)(6)) sigpshell, sig power sigpshell control shell, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic thoracoscopic pulmonary cyst resection, during the partial resection the pulmonary parenchyma, resistance limit occurred. The firing stopped halfway. All the parts were replaced with new products. After that, the device could be used without any problems. There was no patient injury. Afterwards, the sales representative tested the defective powered devices with uncleaned reloads used for hands-on on a sponge. The same issue occurred when the thickness exceeded a certain level. The device also stopped firing midway.

Manufacturer narrative:
Correction: b5 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.